Manufacturer narrative:
Investigation summary: no 011-ch2000s-c product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An incident occurred during patient care related to the administration of a medication infusion with a plum a+ wireless pump new spanish 110v. Between (B)(6) 2025, 1:00 pm and 7:00 am on (B)(6) 2025, an additional volume of unspecified fluid was administered that did not correspond to what was prescribed. There was no report of any patient or human harm.